Event description:
Info received that the trend function does not work at all. No injury reported.

Manufacturer narrative:
Bed located in bed shop. Technician found the trend function was not working, as trend valve was stuck. Replaced the trend valve to resolve this issue.